Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area, broken reservoir tube lip, cracked reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 178 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.